Event description:
The patient experienced a shocking/jolting sensation. She was admitted to the hospital for a non-device related issue and the shocking (reported as constant) had started this afternoon. It was noted that she had been coughing a lot due to having pneumonia. Additional information was requested.

Manufacturer narrative:
(B)(4).